Manufacturer narrative:
Calibration and control results were acceptable. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue. Fields d4 catalog number and UDI were corrected.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were requested, but not provided. The field service engineer observed that acid wash reagent was overflowing. The acid wash level in the cuvettes was adjusted. Mechanism checks, a photometer check, cell blank checks were performed. Precision studies and controls were run. All checks recovered within guidelines and there were no errors. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with tina-quant hbalc gen. 3 on a cobas c 503 analytical unit. The affected patient samples initially recover hba1c values of > 17.2 %. When repeated on a second analyzer, the results fall within the expected value range (4.0-6.0 %).